Event description:
The caller stated that the cuff on her husband's 6dfen tracheostomy tube leaked. The tube was in use for 1 day, however the tube was not removed and was still in the pt. Pretesting of the tube is unk but the caller stated that the doctor usually pretests all tracheostomy tubes, and usually inflates with approx 10ml air. The source of the leak was not determined.